Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states his meter ((B)(4)) read 30 mg/dl and 19 mg/dl and wife's meter ((B)(4)) read 87 mg/dl all within 10 minutes using his wife's blood. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.